Event description:
Customer reported getting inaccurate high readings from their freestyle meter. Freestyle comparison readings of 55, and 428 mg/dl were reported byt the customer within 10 minute period. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. Battery icon displayed at time of event.